Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient was having trouble with their remote. The patient reported seeing software problem on their screen with the following text: 1. Intellis 2. 3.0 3. 4048 4. Device model sm, c. The patient has a lithium ion battery pack. The patient was turning down the stimulation. The patient said the automatic adjust is not adjusting. He said if he sits or stands it just keeps giving him a heavy shock. The patient was instructed to reset the controller. The patient also said he has an appointment next week or the following week and was hoping a manufacturing representative (rep) could adjust his adaptive stimulation settings. No further complications were reported. No additional patient symptoms were reported